Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ck creatine kinase on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ck value of 3000 u/l. The sample was repeated on (B)(6) 2022, resulting in a value of 38 u/l. The ck reagent lot number was 64686701. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
It was determined that all special washes were not activated on the system. The field service engineer found a broken tube on the rinse station. The issue was resolved after the tube was changed. The investigation determined the service actions resolved the issue.